Event description:
It was reported that the physician expressed concern about the device longevity. The device was not meeting the physician¿s expectations given the usage. The device has not reached elective replacement indicator (eri), but it is approaching eri and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc st jude competitor lead, implanted (B)(6) 2011. (B)(4).